Manufacturer narrative:
For the reported event, a ge healthcare representative performed a checkout of the unit with the customer biomed technician. It was recommended to confirm adequate scavenging and confirm needle valve / scavenger reservoir are operational. Also recommended using other vent modes, using manual bag mode and replacing advanced breathing system assembly with exhalation valve. No further information on problem resolution is available.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced a malfunction resulting high in positive end expiratory pressure . This report was from a single source. This event did involve a patient. There was no patient information available.